Event description:
I bought a wrist pulse oximeter on ebay on (B)(6) 2018 from a company in (B)(6) ((B)(4)), a home medical supply company. When I got the package, I opened it and found dark red marks (looked like blood) all over the finger probe. I tested with hydrogen peroxide, it's reacted (fizzed foam), so it's most likely blood as cell bloods contain catalase enzyme. So I contacted the seller and told them that I was going to report this to FDA, their response: first seller's response: hello, we are terribly sorry for this shipping mishap we would be more than happy to issue a full refund in order to avoid any issue with the FDA. Second seller's response: hello, we are very sorry this item passed through the packing process we would be more than happy to refund this order and have sent a prepaid shipping label to your personal email to have the item returned we do not believe this mistake warrants a complaint with the FDA.